Event description:
Customer reported that the insulin pump returned a button error alarm. Customer stated that although it was rainy and humid, she was sure that the insulin pump had not gotten wet. Blood glucose level was 294 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump received with no button response, due to corroded keypad traces. No button error alarm during testing. Insulin pump received with cracked case on display window corner, cracked reservoir tube lip, minor scratches on lcd window, cracked reservoir tube and cracked belt clip slot.